Event description:
The nurse reported that over the past two weeks they have noticed very small blue fibers following the use of a silicone I/a tip during cataract surgery. The blue fibers are found either in the eye or at the wound site. Additional surgery was performed to remove the fibers. The nurse stated they take care to eliminate fibers and typically drapes are covered with plastic prior to I/a tips and phaco items being placed on them. These blue fibers have been noticed in all previous pts for the last 10-14 days. The nurse did not save the silicone I/a tip or the blue fibers for evaluation. If the blue fibers are observed again they will save samples for evaluation. Multiple attempts were made for more info on the event and pt status with no response to date.

Manufacturer narrative:
No samples were returned for evaluation. The root cause of the pt event cannot be determined in this investigation.